Event description:
Device returned to MFR with report of a "sheared catheter and fluid in pocket - cultured negative." Follow up info from hcp revealed that the pt had been referred for evaluation of unrelieved pain. X-rays were taken which revealed that the catheter had fractured and the distal portion of the catheter had migrated to the caudal area. The catheter fracture occurred at the t12 and l1 junction and did not appear to be at the connector site. At surgery, cloudy fluid was found in the pump pocket, the pt was a febrile, culture negative and wbc normal. The pt received a new pump and catheter a few days later-implanted on the opposite side of the abdomen. At last report the pt continued to have multiple complaints of pain and stiffness.